Event description:
Info received indicates the head section will not release and is stuck in the raised position.

Manufacturer narrative:
A replacement mechlock was sent to the account. Repairs have not been completed.